Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Addiitonal info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is returned on the set screws and is consistent with set screw misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misalignment of the mas head and set screws.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.